Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has not charged for over a year and the implantable neurostimulator (ins) is overdischarged. Instructions on how to do the passive mode recharge (pmr) session were provided and they were able to turn the device back on. No patient symptoms were reported.